Event description:
Customer is retesting patient sodium results after receiving concerns from physicians that the results do not match patient history. This issue involved an unknown number of patients since analyzer went live, two weeks ago. Only one example was provided. Initial result 127 mmol per l, repeat 136 mmol/l. Ammended reports were sent, none of the patients were treated based on erroneous results.

Manufacturer narrative:
The field service rep determined the customer was using the ise calibrators more than once. Product labeling documents calibrators should be used only once. The field service rep was unable to reproduce the issue once both systems had been calibrated at the same time. Field service rep ran calibration, quality control and analyzer correlation which were all within specification.